Manufacturer narrative:
Infection is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.

Event description:
The physician reported that the patient experienced an infection approximately 29 days post litt procedure. Per laantern registry information, a biopsy was performed the same day as litt procedure. According to a laantern registry ae form entered on (B)(6) 2023, the patient was "transferred from outside hospital facility complaint of dizziness, slurred speech, memory loss, and unsteady gait for 2 days. Also endorsed incision site pain and swelling" on (B)(6) 2023. Interventions included hospitalization starting on (B)(6) 2023 (discharge date not reported), surgical intervention of left sided cranial wound washout and mesh cranioplasty, PICC line placement, and antibiotic therapy (per provided source documentation). Per the (B)(6) 2023 wound washout and mesh cranioplasty operative note findings, "frank purulence in subgaleal space and intradural space" was noted.